Event description:
Provider states that the left pins on the hangers are bent and the support assembly is broken at the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.